Event description:
It was reported the impedance increased slowly to more than 2000 ohms. The lead did not have signs of failure and the physician suspected the problem was possibly the "impedance measurement function of the device". It was concluded that the cause was of "myocardium origin" because the related lead impedance measured by the psa (pacing system analyzer) exceeded 2000 ohms. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.